Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. After the power pcb assembly, the interface pcb assembly, the main keypad and other unrelated repairs were replaced, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker for a preventative maintenance. Upon evaluation it was found that device was not able to be powered on. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker for a preventative maintenance. Upon evaluation it was found that device was not able to be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
The root cause of device not powering on is the power pcb assembly and interface pcb assembly. The pcb assemblies were not available for further investigation and further root cause could not be determined.